Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas adopted a ketogenic diet with infrequent carbohydrate intake and experienced a low blood glucose event after announcing a meal of approximately 50 grams of carbohydrates, with glucose dropping to 59 mg/dl and treated with 8 grams of fast-acting carbohydrates without third-party assistance. Symptoms included hypoglycemia. Outcomes included self-treatment with resolution and no medical intervention or hospitalization. Investigation included complaint handling with user education and escalation to clinical support, with a recommendation to perform a factory reset to allow the algorithm to adapt to the user¿s changed eating pattern. Investigation of this case revealed no device malfunction reported and a probable mismatch between meal announcements and recent dietary behavior. It was concluded that the event was consistent with hypoglycemia of unclear cause, with contributing factors likely related to significant dietary change and insulin dosing expectations; a factory reset was advised for adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.